Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: during investigation, the up arrow, down arrow, and ok keypad buttons responded appropriately to user input. The keypad cover was found intact. The keypad cover was removed to find no contamination under the keypad button contacts. Evidence of moisture was found behind the display lens, and in the battery compartment. Two cracks in the battery compartment were found below the bumper. A crack was found between the case seal and the keypad cover. The pump was opened to find evidence of moisture throughout the pump internally, on the main printed circuit board, on the keypad connector, and on the keypad flex. A leak test was performed and failed due to the crack in the case seal.